Event description:
Report received from (B)(4) stating that the attachment device had a "broken tip." The device was not used in surgery. The reporter was unable to determine how the problem was discovered. No reports of injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The attachment device was received for eval. The attachment device was tested and the reported condition was duplicated. Evidence indicates this is due to improper handling. The reported condition was confirmed. If additional information is received, a supplemental report will be sent.